Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that 53 cup trial and dual mobility inserter handle broke.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received states that there were no fragments left behind.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that 53 cup trial and dual mobility inserter handle broke (returned to office). The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the pinnacle mb head trial 53_28 was broken from one of the tabs. Fragments were not returned. Additionally, device was stuck with the dm head trial inssertion tool. It is worth mentioning that the head trial was assembled inside out. A functional test was performed, and it was observed that the pinnacle mb head trial 53_28 was jammed. Attempts were made to disengage the devices with no success even when a significant amount of force was applied. As per pinnacle hip solutions dual mobility surgical technique, "place the correct articul/eze head trial onto the pinnacle dual mobility head trial insertion tool by applying a force to the trial directly in line with the tool until the articul/eze trial is seated and securely in place. Insert the assembled pinnacle dual mobility head trial insertion tool into the pinnacle dual mobility head trial by holding the mobile bearing head trial in one hand and placing the articul/eze trial in the opening of the mobile bearing head trial. Apply pressure at an angle to minimize the force necessary to assemble. More force is required when attempting to insert the head trial into the mobile bering head trial using a direct in-line technique". Based on the observed condition, it appears that the pinnacle mb head trial 53_28 was assembled inside out, which exposed it to unintended forces that resulted in jamming and breakage of the device. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the pinnacle mb head trial 53_28 would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: d4 (UDI) and h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added : d4 lot, h4. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.